Event description:
In 2008, a lumbar rhizotomy was performed where the lower electrode fell off the dtf-40 bipolar hand piece. The electrode was retrieved with no delay in surgery and there was no patient consequence.

Manufacturer narrative:
The complaint was received on 10/06/08. The return product was received by ellman intl on 11/05/08. The separated electrode was not returned with the product. The distributor has stated that no additional data is available. Evaluation of product at this time is that the electrode separated from the wire in the shaft. The remaining electrode is firmly attached.